Event description:
Caller states that the patient read 5.1 inr on one device and 4.0 inr on a different device during duplicate testing. A lab reportedly returned as 3.7 inr. No device information was provided, no strip information provided. No adverse event reported. Requested return of suspect device and replacement was sent.